Event description:
It was reported that the patient attended for IV infusion cyclophosphamide, prior to infusion nurses found PICC dressing wet on planned change of dressing. It was stated that the PICC was fractured. New PICC placed on (B)(6) 2020 and treatment given.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 9.9 cm distal to the molded joint. The ink on the extension leg and the 5-12 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Additional longitudinal cracking of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be somewhat wrinkled and slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redu0073 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redu0073) have been reported from the same facility in the UK.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0073 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redu0073) have been reported from the same facility in the (B)(4).

Event description:
It was reported that the patient attended for IV infusion cyclophosphamide, prior to infusion nurses found PICC dressing wet on planned change of dressing. It was stated that the PICC was fractured. New PICC placed on (B)(6) 2020 and treatment given.